Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. Date of event is an approximation. The patient had inaccurate cgm values the day after the sensor was inserted in the arm. On (B)(6) 2024, the cgm reading was low, and the mobile app was alerting her. The patient experienced dizziness. The blood glucose reading by the patient was 400 mg/dl. The patient presented to the hospital and was experiencing diabetic ketoacidosis. There, she was treated with insulin and declined to provide further details. She recovered after treatment and was discharged the same day. Additionally, the patient uses an omnipod pump. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.